Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had no delivery alarm occurred during manual prime. Customer's blood glucose at time of incident was 159 mg/dl. The customer was unable to troubleshoot at time of call because she was not able to determine the cause of the issue. The customer doesn't want to return the set for analysis. The customer was returning the product base on her request. The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 159 mg/dl. The customer stated that the location of the leak is between o-rings. The customer stated the leak is past 1st o-ring. The customer was advised to change reservoir and we are sending replacement.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions or leaks were noted.